Manufacturer narrative:
On april 12th, 2023, distributor provided additional information: customer's blood glucose level was 468-469 mg/dl at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with an unknown level of ketones; cause was not known. Reportedly, the customer was feeling unwell and went to the hospital for further assistance. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.